Event description:
It was reported that the lead exhibited "noise" over- sensing on the ventricular lead from (B) (6) 2009 to (B) (6) 2009. The lead was being monitored and no noise was observed since (B) (6) 2009 and the patient tolerated fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.